Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle safety shield failed. The following information was provided by the initial reporter: "it was reported that the safety device comes off when trying to engage it. Update: I don¿t believe that this problem is related to a specific lot number, but instead to the product design and use. The safety is made to detach, and is designed to be activated by engaging with the user¿s finger. The combination of these two factors is a needlestick waiting to happen. We noted this last summer, and when I investigated the product at that time , I was told the change to this product was made for the clinics. We checked with our lab and discovered they had run into this as well and had gone back to the previous product. We just stopped using the item and instead went back to the previous product as well. I¿m sorry I didn¿t open this investigation at that time. I hope this sheds a little light. The issue at jefferson was several months back. There was not a report entered at that time. When I received a 2nd report last week I mentioned it on a co-worker health call, reminded me that it was the same product that she had an issue with several months ago. I have samples from this incident, but not the one from months ago. Per original email: we have a bd safety needle 21 ga 1¼ in that is not working as intended. I¿ve had two people recently tell me that the safety comes off when trying to engage it. Have you heard this from other communities? I don¿t have any data if this device has been involved in an exposure. "

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle safety shield failed. The following information was provided by the initial reporter: "it was reported that the safety device comes off when trying to engage it. Update: I don¿t believe that this problem is related to a specific lot number, but instead to the product design and use. The safety is made to detach, and is designed to be activated by engaging with the user¿s finger. The combination of these two factors is a needlestick waiting to happen. We noted this last summer, and when I investigated the product at that time , I was told the change to this product was made for the clinics. We checked with our lab and discovered they had run into this as well and had gone back to the previous product. We just stopped using the item and instead went back to the previous product as well. I¿m sorry I didn¿t open this investigation at that time. I hope this sheds a little light. The issue at jefferson was several months back. There was not a report entered at that time. When I received a 2nd report last week I mentioned it on a co-worker health call, reminded me that it was the same product that she had an issue with several months ago. I have samples from this incident, but not the one from months ago. Per original email: we have a bd safety needle 21 ga 1¼ in that is not working as intended. I¿ve had two people recently tell me that the safety comes off when trying to engage it. Have you heard this from other communities? I don¿t have any data if this device has been involved in an exposure. "

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see h.10